Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of instruments it was noticed that some were worn and broken. The screwdriver had corners that were rounded, the holding sleeves were worn, and the tip of the straight tip driver appeared to have a piece that sheared off. There was no patient involvement. This is report 1 of 4 for (B)(4). This report is for the screwdriver.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported there is wear of the stardrive lobes at the tip for approximately 2mm. The rest of the part is in normal condition with light marking from use. The part has significant wear on the tip. All measurable relevant manufacturing specification are conforming. The taper depth was not measureable due to the wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The visual inspection of the returned device performed as part of the product development evaluation reported the lobes of the distal tip are chipped however the lobes don¿t exhibit a twisting condition. One (1) sport grip star-driver part 03.632.075 (lot# 6612216) was received. This instrument is part of the matrix (deformity/degenerative) spine system. The applicable technique guides and related literature (reference #(B)(4)) were reviewed. The reported driver is intended to be used for pedicle screw and locking cap insertion and provisional construct tightening only. The matrix spine system includes several alternative matrix t25 drivers besides the device reported. These technique guides included information and recommendations regarding the proper use of this driver (¿never use a fixed or ratcheting t-handle screwdriver for final tightening or loosening/removal). Upon inspection of received driver, it is confirmed damaged to the distal tip, the lobes are chipped which was perceived and reported as ¿rounded corners¿; additionally, no twisted lobes can be detected. Evidence suggests this partial failure may have been caused if the driver was not fully inserted when was used. A review of the applicable tabulated driver drawings (top level: 03_632_005/075 rev. C and shaft: 03_632_005_3 rev. A) was performed. The drawings call out the appropriated dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. In conclusion, it is not clear how the condition seen was caused. The design of the reported device was found to be adequate for its intended use and did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.